Event description:
Customer reportedly, received results of lo and 332 mg/dl within 10 minutes on the active system. No low blood symptoms reported. The customer did not provide the location where the discrepant results were obtained. Customer indicated the discrepant results were obtained today. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent. Accu-chek active system: meter, test strip lot number 22947131, exp date: 02/28/2008.

Manufacturer narrative:
The suspect product is the active test strips.